Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Sinus augmentation. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.